Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial#: (B)(4), implanted: (B)(6) 2013, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported in (B)(6) 2016 that they had a loss of therapy. These issues started in 2015. The patient had been having problems with their therapy for a while and it started a while prior to the report. The exact date was unknown. There were no falls or trauma associated with the event. The patient did not want help adjust their stimulation; they just wanted to see their manufacturer representative to have them adjust the stimulation for them. The patient was implanted for spinal pain and peripheral neuropathy. No interventions or outcome were reported regarding this event. On november 20, 2020, the patient provided additional information. They reported that the implanted neurostimulator (ins) was removed in (B)(6) 2020 and replaced with a competitor's device. They would also be having the leads removed as well in the upcoming few months. The reason they had the ins removed and replaced was because the device was "old" and because they were still having a lot of pain because it was not giving them enough relief.